Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker went from a battery status of 2 years remaining 3 months ago, to elective replacement time (ert). It was noted that the automatic capture (ac) feature was programmed on and was pacing in retry. All lead measurements were noted to be stable and acceptable. Additionally, the patient experienced shortness of breath due to the loss of sensor response as part of ert function. Boston scientific technical services (ts) discussed how ac is factored into longevity and also discussed how long periods of pacing in retry can impact the drain on the battery. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.